Manufacturer narrative:
As reported in a research article, a device was partially removed due to erosion into the intimal layer of the aorta. The device had embolized into the thoracic aorta. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying amplatzer amulet that may be related to a device embolization. Specific patient information is documented as a 2 year old boy. Details are listed in the article, titled "surgical removal of part of an occluder to treat iatrogenic coarctation of the aorta: a case report". It was reported in an article that on an unknown date, a 4 months boy was implanted with an amplatzer occluder to close a patent ductus arteriosus. Two years later, the patient presented to the hospital with thoracic aortic flow obstruction with erosion of the intimal layer of the aorta caused by the device. It was found that the device has embolized in the thoracic aorta. A surgical intervention was performed to retrieve the device partially and to restructure the thoracic aorta segment and the remaining part of the device that was retained in the patient. The patient's postoperative course was uneventful.

Manufacturer narrative:
As reported in a research article, a device was partially removed due to erosion into the intimal layer of the aorta. The device had embolized into the thoracic aorta. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.